Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2017 with the following findings: a review of the pump black box showed cs 088 errors occurred. A visual inspection revealed no physical damage to the pump casing or battery compartment. During testing, the rewind, load, prime sequence was performed. The cs 088 call service alarm was reproduced one time. The pump was opened and evidence of moisture was observed near a component on the printed circuit board. Possible solder migration was observed at another internal component.